Event description:
It was reported that a patient incident occurred with the fiapc® plus probe during a transoral outlet reduction (tore) procedure. The accessory was used with an erbe argon plasma coagulator (model apc 3, part number 10135-000, serial number (B)(6) )/electrosurgical unit (model vio 3, part number 10160-000, serial number (B)(6) ) system with an olympus endoscope. The settings were forcedapc mode, 7.0 effect/watts with a 1.0 liter/minute flowrate. After approximately 10 seconds of activation, a breach (burnt hole) on the side of the probe was noticed. An argon plasma beam came out the side and end of the probe to tissue (note: the transoral outlet reduction was small, and no sutures were used.). The apc/esu system did not alarm or error. At that time, there appeared to be no patient harm or any damage to the endoscope. However, on (B)(6) 2024, the patient was admitted to the intensive care unit (ICU) for "hematemesis and hematochezia" and scheduled for another endoscopy on the morning of (B)(6) 2025 to assess the ongoing bleeding. Finally, it was reported that the "patient was fine and has been discharged from the ICU/hospital".

Manufacturer narrative:
Photographs of the involve fiapc® plus probe were provided that showed a breach (i.e., burnt hole) on the side of the probe at the distal end. On the 05/28/25, the probe was examined, and the defect (i.e., a burnt hole on the side of the probe at the distal end) was confirmed. Therefore, the probe was sent to the manufacturer, erbe elektromedizin gmbh, for a more in-depth analysis. If there is any conclusive determination as to the cause of the malfunction of the probe or damage to the probe a follow-up MDR will be filed. No trends have been identified and erbe USA, inc. Is now closing the file on this event.